Event description:
It was reported that on may 5th, a novasure procedure was performed, and the doctor couldn't pass the cavity assessment with the first device. The doctor mentioned that a true clear hysteroscopy was performed prior to starting the novasure., and was still unable to pass the assessment with the first device, therefore the doctor tried with a second device, but again, the cavity assessment did not pass. The novasure procedure was then aborted and the doctor then tried to scope to see, did a diagnostic hysteroscopy, and noticed two holes at the top of the uterus. The patient was treated and the holes were then patched and stitched. No additional information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 2 devices were involved in this case: 1222780-2023-00173.